Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. After impella cp was implanted, there was reported slight oozing around the sheath and hematoma at the impella access site. It was noted that the bleed occurred when the introducer was in place. The patient lost approximately one unit of blood and did not require blood product transfusion. The delivery of the impella was noted to be smooth without complications. The patient was noted to have coagulopathy prior to impella placement. The bleeding was resolved with manual pressure. The patient expired the following day while on impella cp support. It was noted that the bleed and hematoma did not contribute to the patient's death and that the patient sustained respiratory arrest and subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on december 24, 2025. The condition of the patient was updated with the following code removal: medication required (f2303).

Manufacturer narrative:
The investigation was completed and no product returned. Asae/hematoma/minor bleed: hematoma and oozing noted at the access site. Act was 480 during insertion, and the patient had coagulopathy. Hemostasis achieved with manual pressure. The cause of the access site adverse event was most likely patient condition related since the patient was coagulopathic. The device history review was completed and passed all incoming inspection checks.

Manufacturer narrative:
H10: new information was received. The hematoma and bleed were resolved, and this did not contribute to the patient expiring. He sustained a respiratory arrest and expired due to this event. The impella was not available to be sent back as it was turned off and kept in the patient when he expired.